Event description:
Initial calcium result for one pt was lower than on repeat. Field svc engineer performed maintenance and cleaning the isntrument. Field svc engineer was unable to duplicate the allegal failure.